Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: 510k: this report is for an unknown drill bits: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022, the unknown drill bit was broken during proximal femur fracture surgery using femoral recon nail (frn) greater trochanteric nail. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This complaint involves one (1) device unk - drill bits: trauma. This is report 1 of 1 for complaint (B)(4).